Event description:
It was reported that a revision surgery was performed for unspecified reasons. A head from a smith & nephew system was removed for unspecified reasons. No intraoperative complications.

Event description:
It was reported that a revision surgery of a head was performed due to secondary to pain, instability and impingement of the implants.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed devices. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that the clinical information provided, of the elevated metal ion levels, pain, and brownish discoloration, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause for the second revision cannot be concluded. However, the use of the combination of components cannot be ruled out as a contributing factor to the impingement of the implants. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.